Manufacturer narrative:
E3: occupation: supply chain operations specialist I. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the user of a sof-flex pediatric double pigtail ureteral stent set found the stent was separated in two pieces in the packaging. The procedure was completed with a new stent. The issue was discovered prior to patient contact and the device was not used on the patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: as reported, the user of a sof-flex pediatric double pigtail ureteral stent set found the stent was separated in two pieces in the packaging. The procedure was completed with a new stent. The issue was discovered prior to patient contact and the device was not used on the patient. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) as well as a visual inspection of the returned device, were conducted during the investigation. A portion of the stent was returned consisting of one coil and 14.5 cm of stent body. The point of separation had a slightly jagged appearance. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device lot found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Product labeling review: the product IFU, [t_sfdps_rev1] ¿sof-flex double pigtail stent set¿ provides the following information to the user related to the reported failure mode. ¿precautions do not force components during removal or replacement. If resistance is encountered, stop. Determine the cause of the resistance before proceeding. How supplied upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that cook was unable to determine the cause of the break. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.